Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 74mg/dl, 121mg/dl. Tests were done < 10 minutes apart with a difference of 42mg/dl. Pt did not experience any adverse events.